Event description:
Pt underwent left knee unicompartmental replacement in 2004. Since then, persistent pain. Diagnosis of failed / loose unicompartmental arthroplasty. About six months later, underwent left unicompartmental knee prosthesis removal and left knee total arthroplasty.